Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate shock and inappropriate anti-tachycardia pacing (atp). Upon review, this patient had received multiple therapies due to noise. A requested was made to perform technical analysis. The device remains in service. No adverse patient effects were reported. Additional information received indicated that this device had recorded a signal artifact monitor (sam) episode. It was noted that the noise marked as ventricular fibrillation (vf) in recorded events. It was suspected that the noise could be due to possible external interference, probably during hospitalization. Increase in amplitude and oversensing was noted in the ventricular events. Ts recommended to investigate any post-implantation procedure or the presence of any external device that may have interfered with the device and to perform an ambulatory check of the device by following the troubleshooting steps below to confirm that there are no reproducible mechanical noises.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate shock and inappropriate anti-tachycardia pacing (atp). Upon review, this patient had received multiple therapies due to noise. A requested was made to perform technical analysis. The device remains in service. No adverse patient effects were reported.